Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device was unused and unopened. The device was unpackaged and visually inspected, and no issues were identified with the device. Functional testing was performed by deploying the anchor and collagen in the vessel model and tamping down the components. The components were able to be fully deployed and fully tamped, and no issues were identified with device function. The complaint was confirmed for a potential closure complication. The exact root cause cannot be determined. It is possible that manual compression was performed after an angio-seal device was used which resulted in the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to correct the section g3 date reported in the initial submission. The aware date for this correction is 30-apr-2025, and the g3 date in this report reflects the correct date. An internal review found that the incorrect date was originally submitted in section g3 due to an inaccurate aware date recorded in the complaint file. To address this issue, terumo medical corporation has initiated a CAPA.

Event description:
The user facility reported that the doctor performed a case with the involved angio-seal device and encountered problems with the device. The patient experienced a puncture site compression complication, which was not related to non-knot tying (nkt) by the angio-seal device.

Manufacturer narrative:
A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . B3: date of event: requested, not provided. D4: model #: requested, not provided. D4: lot #: requested, not provided. D4: expiration date: unknown due to the combination of an unknown model and lot number. D4: UDI: unknown due to the combination of an unknown model and lot number. D6a: implanted date: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: head of service of the angiography team. H4: device manufacture date: unknown due to the combination of an unknown model and lot number. The model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.